Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a child's fracture of shaft of femur, and was implanted with the lcp narrow plate and six cortex screws on (B)(6) 2013. In the x-ray examination for diagnosing postoperative course on (B)(6) 2013, the doctor found that the plate was broken. The patient's fractured segment is immobilized in a plaster cast, and he has good outcome for the bone adhesion now. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.